Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. It was noted that the ipg reverted to single chamber fixed rate pacing causing the patient to be symptomatic. In addition, there were intermittent r-waves observed with the right ventricular (rv) lead. Patient was fitted with a life vest and will be monitored. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.